Event description:
This procedure is part of the definitive le trial: embolic occlusion of the trifurcation vessels was reported following successful turbohawk atherectomy of the left sfa and popliteal arteries. Successful treatment of embolism with catheter aspiration and angiojet thrombectomy. Two vessel run-off was restored with no sequelae.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because, the lot number was not provided.